Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that during the patient's log file analysis the site found that there has been 14 event exceptions showing a "source\display.c" function failure. The device was removed from service and the patient was issued a replacement device. There was no reported patient injury as a result of this event. Controller was returned to the manufacturer for evaluation. Controller passed functional test and external visual inspection without any problem. Review of the controller log files confirmed the reported alarms/faults. The root cause for the reported event may be attributed to an intermittent connection with the controller display. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from (B)(6) that during the patient's log file analysis the site found that there had been 14 event exceptions prior to showing alarms during log file analysis. The device was removed from service and the patient was issued a replacement device. The device was returned to the manufacturer for analysis. There was no reported patient injury as a result of this event.